Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was completed as planned. Philips remote service engineer (rse) connected with the customer and confirmed the reported issue. The remote service work point (rsw) shows that the problem was with the bodyguard sensors. To resolve the issue, the bodyguard sensors were calibrated. After the calibration, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed using the same system because the bodyguard sensors slow the movement and therefore a collision between components of the system. There was no impact to the patient. Based on the re-evaluation this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the azurion device collimator closed by itself and would not work. No patient harm was reported. A philips engineer visited site and completed a calibration. The device was returned to expected functionality.